Manufacturer narrative:
The investigation is ongoing.

Event description:
Shah, a, hussain, a, wiper, a. Et al. Redo tavi: improved hemodynamics with a supra-annular valve in a small annulus. J am coll cardiol case rep. 2026 feb, 31 (6). Https://doi.org/10.1016/j.jaccas.2025.106501. As reported through literature publication, the patient underwent a tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 valve. On postoperative day (pod) 1, echocardiography (echo) showed a left ventricular ejection fraction (lvef) of 55-60 percent, peak/mean gradient across aortic valve of 29.2/17mmhg, and minimal aortic regurgitation (ar). On pod 25, a dual-chamber pacemaker was implanted for alternating bundle branch block. Approximately 3.5 years post tavr, echo showed lvef of 35 percent, peak/mean gradients of 45.5/28.9mmhg, moderate ar, and an indexed effective orifice area of 0.70cm^2/m^2. The ar progressed to severe and the mechanism of early bioprosthetic valve failure was attributed to thickening and fixation of the non-coronary cusp of the transcatheter heart valve. Per report, the patient presented with dyspnea and left ventricle impairment. In response, a successful valve-in-valve procedure was performed with a non-edwards valve. The patient was discharged in stable condition.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # 2015691-2026-11663. A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to sections h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided 3memsio imagery revealed the 20mm sapien 3 valve is well-expanded at the outflow and waist with possible halt (hypoattenuated leaflet thickening) and fibrosis of the leaflet tips identified. In this case, the complaints of leaflet thickened, central regurgitation and stenosis were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Due to the limited information that was provided, a definitive root cause was unable to be determined. Halt may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per the IFU, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.